Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing persistent pocket pain. The device was repositioned and is still in use. The patient is enrolled in the attain success study. No patient complications have been reported as a result of this event.